Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test and displacement test. Unit was monitored for 24 hours and no blank display anomalies or replace battery now alarms were noted. Power connector plug in and locked in place properly. The power management tool confirms the unloaded voltage and loaded voltage are within specification. Unit passed leak test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 164 mg/dl at the time of the incident. Customer stated that the insulin pump alerted change battery and the insulin pump shut off after the battery has been replaced. The customer was assisted with troubleshooting and the display did not return. Customer also reported keypad anomaly and the buttons were unresponsive prior to blank display event. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and expected to return for analysis.